Event description:
Customer reported the passport v monitor intermittently shuts down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's lcd display. Unit was calibrated and safety tested to factory's specs.